Event description:
Surgeon revised because scarring down and didn't like range. Surgeon opened knee and took tibial out and changed rotation. Put in a new tibia.

Manufacturer narrative:
Review of the device history records indicates that all devices were manufactured and accepted into final stock with no reported discrepancies. The complaint history review indicates there have been no other events for the reported lot. No medical records or x-rays were made available for evaluation. The event was not confirmed. The exact root cause of the event could not be determined as the devices were not made available for evaluation and insufficient information was received by stryker orthopaedics.

Event description:
Surgeon revised because scarring down and didn't like range. Surgeon opened knee and took tibial out and changed rotation. Put in a new tibia.

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.